Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and grams were found. The device was reprocessed and tested again where results were all below the action level and are in accordance with french regulation. The device was then inspected where no abnormalities were found that could have led to the positive culture. No defects were observed that would be considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The legal manufacture reviewed the customer provided cds practices of the subject device; however, it did not show whether the facility¿s reprocessing was conducted appropriately. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. All channels of the scope tested positive for one colony forming unit of staphylococcus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process stating the detergent used for manual cleaning is aniosyme x3, the channels were brushed with infineed/vytil brushes, the disinfectant is aniosyme, their storage practice is horizontal storage, and olympus is the maintenance company. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.